Manufacturer narrative:
Author: nadine r. Muensterer, elena weigl, anne-sophie holler, christiane zeller, beate häberle and oliver j. Muensterer title: use of barbed sutures for congenital diaphragmatic hernia repair source: https://doi.org/10.3390/children11010035 publication date: 26 december 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study evaluated complications and outcomes in all patients who underwent congenital diaphragmatic hernia repair using barbed sutures between february 2021 and october 2023. There were 13 patients in the study, ranging in age from 3 days to 5.75 years. The barbed suture was used to close the hernia defect in eight patients. One patient experienced a diaphragmatic tissue injury. The repair was attempted with a barbed suture, but the tension was too high which led to the barb slipping back through the tissue and tearing the diaphragmatic tissue by a saw effect. A patch was used to complete the repair. The author noted that surgical closure of the hernia can be challenging, particularly in larger defects, as the resulting tension complicates the procedure. A patch repair should be performed when the defect was too large. Other complications not related to the device included: colon perforation, gastroesophageal reflux, necrotizing enterocolitis and pneumonia.